Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, a thermocouple signal loss error was noted and no contact force was displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message and the reported event. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple was determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuit.

Event description:
This report is to advise of a fracture in the catheter noted during analysis.